Event description:
The patient reported exposed and frayed wires on the power supply cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Device investigation results are inconclusive since the device was not returned for analysis. A review of the merlin.net logs confirm that pes the patient was able to power on and communicate with merlin.net on 10mar2024, indicating the reported power issue of 08dec2023 was resolved with device replacement. This and similar events continue to be monitored and trended via quality data review.